Event description:
On (B)(6) 2022, it was reported by a sales representative via email that a patient underwent an mcl procedure using an ar-5511-cp internal brace knee ligament augmentation repair implant system. Post-operative, patient developed an infection.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.